Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's pump displayed a red x over the insulin gauge with the pump showing 0 units in the cartridge. The contact stated customer changed out the cartridge and was able to load a new one on successfully. Tandem technical support confirmed no alerts or alarms occurred. There was no reported impact to the customer's blood glucose level.